Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had recent blood glucose levels of 1200 mg/dl and 500 mg/dl, which were treated with manual injection. Blood glucose level at the time of the call was 117 mg/dl. Customer also reported a no delivery alarm that was resolved by a complete set change. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.